Manufacturer narrative:
Please note that device reported is atrapease vena cava filter and for which the catalog and lot numbers are not currently available. Patient age and medical history were also not provided. If obtained, a follow up report will be submitted within 30 days upon receipt. The device remains implanted and is not available for evaluation. It was reported that a patient underwent placement of a trapease vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused filter tilt and the struts bulged the wall. The indication for the filter implant has not been provided and there is currently no additional information available for review. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The trapease ivc filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Ivc filter tilt has been associated with practitioner technique and vessel anatomy, specifically asymmetry and tortuosity. Vessel perforation is a known adverse event associated with implanting vena cava filters and is listed as such in the instructions for use (IFU). The IFU also notes vessel damage such as intimal tears and perforation as procedural and long-term complications related to ivc filters. The timing and mechanism of the tilt and perforation has not been reported at this time and a clinical conclusion could not be determined as to the cause of the event. Without procedural films or post implant imaging available for review, the reported filter tilt and perforation could not be confirmed or further clarified. There is nothing to suggest that the reported event is related to the design and/or manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported in the legal brief, a patient was treated with a trapease vena cava filter which subsequently malfunctioned, causing injury, including, the filter was tilted and the struts bulged the wall causing injury and damage to the patient.

Manufacturer narrative:
Additional information was received from a patient profile form. The patient reported becoming aware of filter tilt approximately nine years and nine months post implant. The patient also reported that the device was unable to be retrieved, with no attempts at retrieval made. The patient also reported occasional pain in the right groin and stress due to the cost of blood thinners and bleeding due to blood thinners. Additional information received from medical records indicated the patient has a history of morbid obesity, diabetes, hypercholesterolemia, hypertension, depression, sleep apnea, urinary incontinence and angina, vein stripping, cesarean sections, hernia repair, bladder repair, degenerative joint disease, skin cancer, basal cell cancer, pneumonia, coughing, shortness of breath, ankle swelling, leg cramping, hoarseness, difficulty swallowing, abdominal discomfort and nausea. Laparoscopic roux-en-y gastric bypass was planned 2 days prior to filter placement. The hospital course was complicated by deep vein thrombosis and gastrointestinal bleeding, the indication for the filter implant. The filter was placed via the right groin and deployed over the second vertebrae. Placement of a triple lumen catheter was immediately required subsequent to the filter placement, then followed by the insertion of an arterial line in the right femoral artery. The patient tolerated the procedure well. Approximately ten years post implant a computed tomography (CT) scan of the abdomen was performed to evaluate the filter. Results of the scan noted that the filter has a slight ventral tilt. Incidental findings noted coronary artery calcifications, significant calcification to the aortic annulus or potentially valvular prothesis, left kidney mass, right kidney stones. It was reported that a patient underwent placement of a trapease vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused filter tilt and the struts bulged the wall. The patient reported becoming aware of filter tilt approximately nine years and nine months post implant. The patient also reported that the device was unable to be retrieved, with no attempts at retrieval made. The patient also reported occasional pain in the right groin. Additional information received from medical records indicated the patient has a history of morbid obesity, diabetes, hypercholesterolemia, hypertension, depression, sleep apnea, urinary incontinence and angina, vein stripping, cesarean sections, hernia repair, bladder repair, degenerative joint disease, skin cancer, basal cell cancer, pneumonia, coughing, shortness of breath, ankle swelling, leg cramping, hoarseness, difficulty swallowing, abdominal discomfort and nausea. Laparoscopic roux-en-y gastric bypass was planned 2 days prior to filter placement. The hospital course was complicated by deep vein thrombosis and gastrointestinal bleeding, the indication for the filter implant. The filter was placed via the right groin and deployed over the second vertebrae. Placement of a triple lumen catheter was immediate subsequent to the filter placement, then followed by the insertion of an arterial line in the right femoral artery. The patient tolerated the procedure well. Approximately ten years post implant a computed tomography (CT) scan of the abdomen was performed to evaluate the filter. Results of the scan noted that the filter has a slight ventral tilt. The product remains implant and therefore not available for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The trapease ivc filter is indicated for permanent placement and use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Ivc filter tilt has been associated with practitioner technique and vessel anatomy, specifically asymmetry and tortuosity. Vessel perforation is a known adverse event associated with implanting vena cava filters and is listed as such in the instructions for use (IFU). The IFU also notes vessel damage such as intimal tears and perforation as procedural and long-term complications related to ivc filters. The timing and mechanism of the tilt and perforation has not been reported at this time and a clinical conclusion could not be determined as to the cause of the event. Without procedural films or post implant imaging available for review, the reported filter tilt and perforation could not be confirmed or further clarified. Pain does not represent a device malfunction and may be related to underlying patient specific issues. There is nothing to suggest that the reported event is related to the design and/or manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.